Manufacturer narrative:
(B)(4) the customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for air embolism requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The steerable guide catheter (sgc) was prepared per instructions for use (IFU) and no issues were noted. The sgc was inserted into the patient anatomy. The dilator was removed and air was noted in the patient anatomy. Aspiration was performed to remove the air from the anatomy. The sgc was flushed. The procedure continued, using the same sgc. One clip was implanted and the mr was reduced to grade 1. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: intervention was not performed. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of air embolism, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the air embolism cannot be determined as it was further reported that there were no problems with the guide and the reason for the air embolism was unknown. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: no aspiration was performed to treat the air embolism. No additional information was provided.